Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed, while the reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over-torqued inside the connector region. The cause of the reported event of low pacing impedance was isolated to an over-torqued inner coil, consistent with procedural damage. Electrical testing found no conductor fracture. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during implant procedure, patient's lead was ruptured, and low pacing impedance was noted. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.